Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon did not deflate and needed to be removed by urology. Per follow information received on 05feb2026, they were unable to provide the serial number as the foley device was not sequestered. The foley catheter needed to be removed by urology. Urology came to the unit to remove the foley with difficulty. Balloon was reinflated and deflated twice before it was arcced up to the provider team who then consulted urology as attempting to pull the foley out was causing the patient discomfort/pain. Hen urology pulled out the foley, the nurse witnessed the foley tip and the tip had pulled inward, causing a donut shaped ring to form where the balloon was. There was no liquid in this ring. This ring was what made the foley removal difficult. There were additional two more instances of foley concerns back in mid-december where the reported nurses went to insert the foley, tested the balloon and balloon did not deflate. They obtained a second kit, and the second kit did the same. They tried a third kit and the third kit worked so the third kit was used. I also do not have those foleys or item numbers sequestered. Another unit had experienced a foley leaking as well as the temp not sensing. I do not have the item numbers on these. All of the above events were with non-latex temp sensing foleys.